Manufacturer narrative:
Phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a "check vent: cpu pcba adc failed" occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The cpu board was tested and no failures were identified.